Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that patient that felt the sensation a the battery site with both implants. The electrical sensation resolved, however, period cessation of therapy continues. Diagnostics and troubleshooting was performed related to the implant turning off/on and measurements and charts were within range. Palpation did not provide new information. After interrogation it is the physician and rep's theory that he extension may have some damage or cracking, but acknowledged that it is hard to tell. A replacement procedure has been scheduled for the extension and implanted percept device and will be returned for analysis. The active pc has been discarded.

Manufacturer narrative:
Concomitant medical products: product ID b35200, serial# (B)(6), implanted: (B)(6) 2020, product type implantable neurosti mulator product ID neu_unknown_ext, product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a battery replacement from primary cell (pc) to percept on (B)(6) 2020. The patient is complaining that the implantable neurostimulator (ins) is turning off and on without making adjustment with the patient programmer (pp). About 6 months ago, the patient started having electrical sensations at the battery site. The patient did not report this as they thought it may be related to the ins nearing end of life. The usage information on the tablet showed that stimulation has not been turned off. The patient stated they have always had stiffness in the location of the extension/lead connection in their neck. They also have not felt the pinging or stimulation turning off sensation for a couple of days. Impedance values are all normal. The manufacturer representative (rep) inquired about what the issue may be and troubleshooting steps. Considerations were reviewed and they will follow up with the patient and physician.